Event description:
This pi is for the first of a 2-stage revision due to infection between 2017 and 2021. On (B)(6) 2017, patient's right knee was revised due to infection. At an unknown date after that and at an unknown facility, the patient had a first stage revision of all components and the placement of a spacer. On (B)(6) 2021, the second stage revision took place with removal of the spacer and placement of stryker implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: mrhk bumper insert - neutral; cat# 64812130; lot# lfp614, mrhk femoral bushing; cat# 64812110; lot# lfh200, mrhk femoral bushing; cat# 64812110; lot# lfl449, mrhk tibial sleeve; cat# 64812140; lot# lfj542, mrh tib rot comp xs-xl; cat# 64812100; lot# 108193, mrh axle; cat# 64812120; lot# ctd11984. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.